Manufacturer narrative:
(B)(4). Insulin pump received with minor scratched lcd window, broken reservoir tube lip, cracked case at the display window corners, cracked lcd window and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated the device fell and there was a missing piece at the top reservoir compartment. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.